Event description:
During a coronary procedure the physician was unable to deflate the device. The staff was unable to remove the guiding catheter from the balloon, therefore they pulled all of the ptca equipment through the introducer. The case was finished successfully, and there was no patient injury reported.